Event description:
A peritoneal dialysis (pd) patient experienced pink cloudy drain. The patient was admitted then discharged (the same day) and was treated with unspecified antibiotics for the event. At the time of this report, the patient was recovering from the event. Pd therapy was temporarily discontinued and then restarted. No additional information is available.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.